Manufacturer narrative:
The event represented is addressed in the device labeling. A malfunction did not occur. Complaint evaluation: results reported in the investigation confirmed the customer's axsym and testpack combo results of no detectable levels of b-hcg. Literature states an ectopic pregnancy can exist in the absence of detectable hcg. Although in this instance, the extrauterine pregnancy is usally degenerating and associated with indolent clinical coarse, rupture can still occur. A satisfying decline ih hcg titers does not guarantee against rupture. A risk of rupture is still present with a tier of 100 or less. A negative hcg assay means that hcg is not present in levels greater than the sensitivity of the assay; therefore trophoblastic tissue can still be present, secreting minimal amounts of hcg below limits of the assay. No corrective action is necessary. The customer's complaint regarding an expectation of detectable b-hcg levels in this pt is not valid. Undetectability of b-hcg in our confirmatory experiments would indicate that no corrective action is necessary. Control values obtained during the investigation indicate no change in expected performance. Literature citation indicates assay values are consistent with clinical condition. This is the final report.

Event description:
On 10/22/97 the account reported a false negative result of <5 mlu/ml for bhcg, which was run on the axsym analyzer. According to the account, the pt was bleeding heavily and collapsed at home. When the pt was admitted to the hosp she had a hemoglobin of 6 g/dl and was taken to surgery. A ruptured ectopic pregnancy was suspected and according to the pathologist at the account, tissue submitted for an examination showed trophoblastic cells present. The pathologist stated she suspects the pt has been discharged from the hosp. The pt was drawn three different times and a negative result of <5 mlu/ml was given each time. Dade iav controls were used at the account and all control levels were within range. The account also ran cap surveys and controls along with the pt sample. All survey results and controls were as expected.